Event description:
It was reported that an ilet insulin pump intermittently stopped responding to the sleep/wake button, presenting as if the device had no battery despite charge being available, and responsiveness could be temporarily restored by connecting to a charger; a guided restart restored normal sleep/wake button function. Symptoms included elevated glucose without reported clinical manifestations. Outcomes included no injury, no medical intervention beyond customer support, and no impact to activities of daily living. Investigation included customer technical troubleshooting and software status verification. Investigation of this case revealed the device functioned as intended after restart and the user was able to continue therapy, with no device software update required. It was concluded that the root cause was not confirmed and that continued monitoring by the user was appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.